Manufacturer narrative:
(B)(4). Device history record (DHR) review was performed on the reported lot# 73j1400260 and there were no issues found during the DHR review related to the reported complaint. A document assessment (fmea-d005116) was conducted and no changes were required. The device has been received by the manufacturer however, the investigation is still in progress. Once an update is provided a follow up report will be submitted.

Event description:
The event is reported as: the customer alleges the connectors were leaking during use. There was no reported patient harm.